Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) could not be determined. The reported tissue damage and mitral regurgitation appear to be due to the slda. Mitral regurgitation and tissue damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation, torn chordae, and single leaflet device attachment. It was reported that on (B)(6) 2020 this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 1. On (B)(6) 2020 the patient had recurrent mr grade 4 and a single leaflet device attachment. A new torn chordae was also noted. A second mitraclip was implanted on (B)(6) 2020 reducing mr grade to 1. There was no additional information provided.